Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "does not recognize closed door." Was reproduced. A review of the event history log revealed shut door to power off and door jammed are present multiple times. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper aux mechanism screw was loose. The mechanism requires reinstallation to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to recognize close door. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.